Event description:
It was reported that the patient was very symptomatic with decompensation of heart failure and was presented to the emergency room twice after the implantable pulse generator (ipg) device triggered elective replacement indicator (eri). The device was, urgently, explanted and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 4092-52, implantable pacing lead; implant: (B)(6) 2003. (B)(4).